Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two scs leads from the same lot number. It was reported the patient complained his scs stimulation was very low and when set at max amplitude the patient's pain was not being relieved. Follow up identified the patient had his entire scs system replaced. The patient reported receiving effective stimulation coverage and was satisfied with the new system.